Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
It was reported to philips that the device had an alarm led (light emitting diode) failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.